Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pericardial effusion was suspected due to a possible micro lead perforation. The right ventricular (rv) lead was fractured and exhibited a high increase in capture threshold. The lead was explanted and was replaced with a new lead. No further patient complications have been reported as a result of this event.